Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One catheter was returned for review and breakage was noted just below the oval disc of the silicone extension; therefore, confirming this complaint. Jagged edges were noted at the breakage site which is indicative of a tensile force being applied to the catheter. The most probable cause for the catheter breakage may be related to the movement of the patient. It was stated that the catheter broke while positioning the patient which most likely caused a tensile force on the catheter resulting in the breakage. All catheters undergo (100%) inspection during manufacturing. Catheters undergo tensile strength testing, flow, leak, and burst testing to ensure the integrity of the catheter, and its ability to endure use.

Event description:
Mom holding baby, handed baby to rn, rn noted the trifuse and PICC distal to the break was laying on floor when mom walked away they discovered the remainder of PICC noted in baby blanket. Did not find remainder of PICC until later so ordered xray. Xray was negative for PICC.